Event description:
A malfunction alarm was reported by the customer on 7/11, which was confirmed in the pump history. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer resolved the issue by changing the cartridge and resuming insulin administration, after the pump had suspended insulin from around 5 p.m. To 10 p.m. No further information regarding the outcome was received.